Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level ranged between 52-275mg/dl. A manual injection was administered to address the 275mg/dl bg level and apple juice was consumed to address the bg level of 52mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the customer uses cold insulin in their cartridge. Tandem technical support educated the customer in regards to occlusion alarms.